Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a stent damage occurred. The eccentric target lesion was located in the moderately calcified obtuse marginal artery. A 16 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion. While pushing the device, the stent struts got damaged. The procedure was completed with another of same device. No patient serious injury nor complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:promus premier ous mr 16 x 3.00 stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified damage. Stent strut rows 1 to 10 were damaged and deformed. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter could not be measured due to the damage on the stent. Stent profile data was obtained and the max profile stent outer diameter was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion identified multiple inner polymer extrusion kinks with outer polymer extrusion damage/bunching also observed. An examination (visual and via scope) found no issues tip damage. No other issues were identified during the product analysis.

Event description:
It was reported that a stent damage occurred. The eccentric target lesion was located in the moderately calcified obtuse marginal artery. A 16 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion. While pushing the device, the stent struts got damaged. The procedure was completed with another of same device. No patient serious injury nor complications were reported and the patient's status was stable.